Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented with elevated ventricular assist device (vad) parameters and dark urine. Lactate dehydrogenase (ldh) was elevated. The patient's hematocrit setting on the controller was reportedly correct. The medical team suspected thrombus. Anticoagulant therapy was could not be administered as the patient had recently suffered from a hemorrhagic cerebrovascular accident (hcva). The patient was on warfarin and aspirin at the time of the stroke. The patient was intubated and sedated. It was last reported that the patient expired on (B)(6) 2017. Of note, the patient had an ongoing bacterial non-device related infection. Details regarding the infection were not reported. Controller log files were sent. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the patient was admitted to the hospital on (B)(6) 2017. The patient was on lasix, carvedilol, ramipril, aspirin, plavix, and eplerenone at the time of the event. The patient reported a headache on (B)(6) 2017 amd was later diagnosed with a hemorrhagic stroke. The listed cause of death was acute intracranial hemorrhage. No autopsy was performed and the pump remains implant post-mortem. The physician reported that the event was related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported "high power" event was not confirmed via review of the controller log files since log files for the event date of (B)(6) 2016 were not available. Review of the available log files revealed power consumption was within normal operating ranges up to (B)(6) 2017; however, 79 low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient expired on (B)(6) 2017 due to acute intracranial hemorrhage. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flows can be attributed to multiple factors including but not limited to poor vad filling, high blood pressure, kink in outflow graft. If information is provided in the future, a supplemental report will be issued.